Event description:
Procedure: low ant resect double staple. According to the reporter: one hour after the surgery, bleeding under 200cc occurred. A re-operation was done to correct the problem. No additional patient information available.

Manufacturer narrative:
(B)(4).